Event description:
The procedure was to treat a lesion in the distal rca, which was extremely tortuous. After two other stents failed to cross, the ultra was advanced and also failed to cross. As the stent delivery system (sds) was being retracted, the stent dislodged half way off the balloon. The balloon was inflated at that point, which deployed the proximal half of the stent, and the sds was removed. Two other companys balloons were used to complete deployment of the ultra stent in the mid-rca. The procedure ended at this point withour treating the target lesion. No patient effects were reported. No additional information was available.